Manufacturer narrative:
The t:slim x2 basal iq user guide states: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reportedly reuses insulin from past cartridge. Tandem customer technical support informed customer this is off label per the user guide. Customer changed out pump supplies, to address the alarm and resumed insulin delivery. Customer's blood glucose was 160 mg/dl.